Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional proglide and prostyle devices with reported issue referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral vessel closure in the right and left common femoral arteries (rcfa and lcfa) was attempted with two prostyle devices in the lcfa and two prostyle devices and one proglide device in the rcfa relative to a transcatheter aortic valve replacement (tavr) procedure. Pre-placement of the two prostyle devices in the lcfa were successful and were used to achieve hemostasis after the tavr procedure. Reportedly, after the completion of the tavr procedure in the rcfa, the prostyle device attempted was difficult to insert via a 6f sheath hole. Despite noting resistance, the physician continued to advance the device. The blood flow from the marker lumen was not pulsatile. Without pushing the plunger, the needles inadvertently deployed and a cuff miss [suture retrieval issue] occurred. The needles were visible from the distal guide. A proglide device was attempted, but still, the blood flow from the marker lumen was slow. The use of a proglide was abandoned and the physician went back to use of a prostyle device, but again, the blood flow from the marker lumen was not pulsatile. Despite not observing pulsatile blood flow from the marker lumen, the prostyle device was still used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequently to the initially filed emdr, the following information was corrected. The prostyle issues occurred in the left common femoral artery and not the right common femoral artery as previously reported.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed based on the returned device condition. The reported marker lumen obstruction could not be confirmed as the marker lumen was successfully flushed during returned device analysis. The reported difficulty inserting the device and unintended system motion could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle smcr device against resistance until the cause of the resistance has been determined. Although the continued advancement against resistance likely contributed to the inadvertent deployment of the plunger/ needles, the IFU violation did not contribute to the reported difficulty inserting the device. Based on the returned device condition and the reported information, the reported difficulty inserting the device into the anatomy appears to be related to interaction with patient femoral vessel/anatomy variables during insertion. The reported marker lumen obstruction (blood flow from the marker lumen was not pulsatile) appears to be related to under insertion of the device. The reported unintended system motion and needle to cuff miss appear to be related to inadvertent deployment of the plunger/ needles from the resistance encountered during device insertion attempt. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.